Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that although the device could be recognized, a wireless interrogation was unable to be performed. A wired session was performed and some suggested next steps were offered by technical services. The device remains in use. No patient complications have been reported as a result of this event.